Event description:
Japan agent alliance registry it was reported that myocardial infarction occurred. The patient presented with no chest pain for the original procedure. The 90% stenosed target lesion was located in the severely calcified proximal circumflex artery (lcx). A 1.75mm rotapro and 3.50 mm x 15.00 mm agent drug-coated balloons (dcb) were selected for use. Ablation was completed with the rotapro and with a non-boston scientific orbital atherectomy system (oas) and no issues were encountered. The procedure was successfully completed with an agent balloon and placement of a drug-eluting stent (des). After the procedure, it was noted that myocardial infarction occurred. Creatine phosphokinase (cpk) was 300. In the physician opinion, the rotapro and non-boston scientific oas devices contributed to the myocardial infraction and there was no relationship between the myocardial infarction and the agent dcb.